Event description:
Information received indicated the bed's ground impedance (resistance) is out of specifications.

Manufacturer narrative:
The power cord was found to be worn. It was replaced to resolve the issue.